Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 31 mg/dl while wearing the pod. The patient reports they had lost consciousness. Upon arrival of the paramedics the patient was treated with intravenous glucose. The caller did not go to the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.